Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during reprocessing. There was no arcing observed during the procedure. The esu generator was used. The procedure was completed robotically with the same system. The instrument did not collide with an energy instrument during the procedure. The patient did not experience any injury or adverse event during or after the surgical procedure. There was no video recording of the procedure available for isi review. The patient information was not provided.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument exhibited thermal damage to pulley cover. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.